Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemic event while preparing to go out, ate a small breakfast without immediate treatment, then experienced a rebound spike followed by a second severe low during which a seizure occurred; the spouse administered baqsimi nasal glucagon and the patient consumed crackers, soda, mango nectar, and a probiotic shake, after which glucose stabilized at home without ems or hospital care, and the medical device problem and device component were not identified due to insufficient information. Symptoms included hypoglycemia with seizure, loss of consciousness, confusion and disorientation, irritability, and shaking or tremors. Outcomes included an event classified as a serious injury or illness with unexpected medication required. Investigation included communication with involved parties and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.